Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, and after the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.